Manufacturer narrative:
Investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. The customer¿s allegation of the disposable set looped through the device could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on (B)(6) 2020 at 3:59 pm, the suspect device was selected and programmed the reported medication ketamine to infuse at a rate of 12.5 ml/hr (vtbi= 200 ml/hr). Between 5:17 pm and 5:20 pm, the suspect device alarmed for air in line and was restarted six (6) times. At 5:38 pm, the suspect device was channeled off. The event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the pumping mechanism found no anomalies. Device inspection: the source device (sn (B)(6)) was received in fair condition. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of over infusion was not definitively identified, however the customer did report that the tubing was looped inside the door and that the door did not completely close. Device history review: review of the source device (sn (B)(6) ) service history record showed the device had a manufacture date of (14nov2013). A review of the device service history record was performed beginning from the date of manufacture to the present date (27oct2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that at 15:50, ketamine 500mg in 250ml (2mg/ml) was hung and programmed to infuse at 12.5ml/hr using the drug library. At 1645, the nurse noted that the entire bag was empty and notified the physician. It was later reported that there was an unspecified error. Due to the event, the patient's blood pressure (bp) dropped from 110/62 pre-infusion to 54/46 post infusion at which time norepinephrine drip (gtt) was started. The patient's bp recovered and the patient had no known further complications. The event occurred in the intensive care unit (ICU). It was later reported by the nurse that the door looked closed but did not alarm and also believes that the tubing set got crossed over and looped into the door.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race and ethnicity: n/a. Admitting diagnosis: acute respiratory failure with hypoxia. Relevant history: acute liver failure.

Event description:
It was reported that at 15:50, ketamine 500mg in 250ml (2mg/ml) was hung and programmed to infuse at 12.5ml/hr using the drug library. At 1645, the nurse noted that the entire bag was empty and notified the physician. It was later reported that there was an unspecified error. Due to the event, the patient's blood pressure (bp) dropped from 110/62 pre-infusion to 54/46 post infusion at which time norepinephrine drip (gtt) was started. The patient's bp recovered and the patient had no known further complications. The event occurred in the intensive care unit (ICU). It was later reported by the nurse that the door looked closed but did not alarm and also believes that the tubing set got crossed over and looped into the door.